Manufacturer narrative:
Per tandem's t;slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a 15 unit bolus instead of the intended bolus for 15 grams of carbohydrates. Upon realization of the user error, the customer consumed juice and glucose tablets. At the time of the report, blood glucose level was 200 mg/dl. Reportedly, the customer switched the selection to "carbs" after the reported event.